Event description:
It was reported that prior to using bd vacutainer® k2 edta (k2e) 7.2 mg blood collection tubes, an unspecified number of tubes exhibited temperature excursion during transport. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The information for the additional medical device type is as follows: d2b: medical device type: jka. E1: initial reporter phone #: (B)(6). The information for the additional 510k is as follows: g.4. PMA/510(k)#: k213670; k231373.

Manufacturer narrative:
The following fields were updated due to additional information: h4. Device manufacture date: 01-may-2025. Investigation summary: bd received one photo for investigation, which shows a label with a temperature written on it. The instructions for use(IFU) for this product indicate that tubes should be stored at 4-25°c (39-77°f), unless otherwise noted on the package label. Additionally, 100 retained samples were visually inspected, and no issues were identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: storage. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that prior to using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, an unspecified number of tubes exhibited temperature excursion during transport. No adverse impact was reported regarding the patient or user.